Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Batteries and pendant control not returned to the manufacturer for evaluation. A medtronic representative went to the site to test the equipment. The imaging system failed mechanical tests. The issue was confirmed the medtronic representative replaced generator batteries (30 unites) and cover x-stage. Applied crease on the horizontal ball screw and sliders. Re-homed the system through technical service console. The imaging system then passed the system checkout and was found to be fully functional. Planned maintenance (pm) was later performed and the medtronic representative replaced the winch assembly kit and lateral rollers due to a failed mechanical test. He noticed a huge noise when opening and closing the door. When I inspected the door winch cable, found a broken strand and damaged lateral rollers. He also found broken and cracked buttons on the pendant, but was still functional. Replaced pendant as a preventative. System found to be fully functional. The device was returned to the manufacturer for analysis. Investigation of the winch door confirmed reported problem "when inspected, the door winch cable has a broken strand and damaged lateral rollers." After visual inspection, found excess broken strands on the cables. Also found excess shavings from the lateral rollers. One of the lateral bronze rollers shows excessive wear and the slide has a sticky film covering it. Inspect the gears, normal wear. Found mechanical failure; malfunction, wear. The hardware investigation of the cover x-stage found a mechanical failure mechanism; sub-root cause: malfunction, wear. This was replaced part of pm. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the site's imaging system is not able to pass fluoro and rad gain calibrations. He also noted that the system image acquisition system (ias) unable to dock and there's an odd noise when attempting to do so. There was no patient present when this issue was identified.